Event description:
Rptr had lasik performed on both eyes. Since this event rptr has developed floaters in field of vision. These are very annoying. Rptr works on a computer under flourescent light all day. The floaters are worse during this time.